Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  They replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
It was initially reported to physio-control that the customer's new device had its service indicator illuminated.  After an evaluation of the device by the third party service agent in (B)(6), it was observed that the device would not power on.  There was no report of any patient use associated with the reported issue.